Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As a result of confirming the contents of the instruction manual for reprocessing about shipping products, the following explanation about reprocessing was found, as below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, gastrovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was buckling of the clogged nozzle which prevented the removal of foreign material, and the acoustic lens was damaged. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, the reported fault was likely the result of insufficient cleaning. In addition to the b5 findings the following were found. The worn fe (forceps elevator) lever caused the u/d (up, down) knob to be insecurely locked. Scratched u/d (up, down) knob. The ccd (charged coupled device) unit cable had limited length. A-rubber (bending end) adhesive was detached. Due to worn angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.